Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor is broken and electrode is missing when it was removed from the body. Customer did not recall blood glucose level at the time of incident. Troubleshoot was performed. Customer states she does not feel that it broke in her body. The cause of the sensor damage is unknown. Troubleshoot was performed. The sensor will be returning for analysis.

Manufacturer narrative:
The manufacturing location and lot number provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Inspected 1 opened/used sensor with cannula retracted inside sensor base. Unable to confirm customer received sensor damage due to customer returned opened/used sensor.

Manufacturer narrative:
Findings: inspected 1 opened/used sensor with cannula retracted inside sensor base. Unable to confirm customer received sensor damage due to customer returned opened/used sensor.